Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4): information was later received from the patient indicating that she did not have a large intestine (pre-existing condition) and she was in pain. As previously reported, the patient said she had 2 seizures, convulsions and 2 minor heart attacks as a result of the pump running out. The patient said her pump was alarming every 10min. As previously reported, the old drug that was in the pump was dilaudid (unknown dose and concentration). The patient did not have a pump physician and was requesting physicians listings

Event description:
Information was received from a consumer who's receiving dilaudid via an implantable infusion pump. It was reported that the pump was alarming or beeping on (B)(6) 2015. The patient reported their pump alarmed saying it need to be refilled again and it was going off every 10 minutes. It was noted that there was nothing in the pump and there had not been anything in the pump for a month. The patient requested a healthcare provider (hcp) list because they would like to have their pump removed. The patient had symptoms on (B)(6) 2015. The patient reported they went through withdrawal and had a "mild heart attack, convulsions, and seizures as a result of empty reservoir." The physician who was filling the pump would not fill it anymore because "the pump alarmed." As of (B)(6) 2015, the patient was not able to locate a managing physician about the empty pump. The patient told their physicians. The patient reported "not to help me, I can't understand this at all." The empty reservoir, withdrawals, convulsions, seizures and a mild heart attack had not been resolved. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).